Manufacturer narrative:
The device did not return to alphatec for evaluation nor were photographs provided. The identifying lot number was not provided; therefore, a review of the device history records could not be conducted. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be submitted.

Event description:
The distal tip is broken off. No patient involvement reported.